Event description:
It was reported that, during the implant procedure, fluoroscopic image of the right ventricular (rv) lead showed incomplete extension of the helix. The electrical parameters were within normal limits. The lead was implanted and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).